Manufacturer narrative:
Section b5, h6: details regarding cause of death and details leading up to death were requested but not provided. Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. It was reported that the patient expired on (B)(6) 2021. The cause of expiration was unknown and was not provided by center. No alarms were reported for this event. Multiple requests for additional information were sent to the center; however, no further details were provided. The center reported that hm3 lvas, serial number (B)(6) would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away from an unknown cause. The pump will not be returned for evaluation.